Event description:
Customer's mother was contacted through an outreach program to discuss customer issues with the insulin pump. She stated the alerts don't work all the time. Paramedics had to be called because customer's blood glucose dropped to 22 mg/dl in ten minutes and the sensor did not alarm. Customer was given a glucagon shot. When the paramedics arrived, customer's blood glucose had risen so they just monitored her. This event happened in (B)(6). The device was not available for troubleshooting during the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).